Event description:
It was reported that during an arthroscopy labrum repair, the tip of the suturelasso broke off. This occurred when the surgeon went to pass the lasso around the labrum, the surgeon had been torquing the device to get it to pass through the tissue. The procedure then was converted to an open procedure in order to remove the broken pieces. The case was completed using needles to pass the sutures.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed the distal curved tip has been completely fractured just distal and adjacent to the distal-most weld joint. Device met all material specifications as received. Complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.